Event description:
It was reported that the patient's device exhibited early battery depletion and the right ventricular (rv) lead exhibited high thresholds. The device was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced heart block, as well as an arrhythmia. The rv lead continued to exhibit high thresholds, and was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.